Manufacturer narrative:
Follow-up #1 date of submission 07/01/2016-device evaluation: the pump was returned and evaluated by product analysis on 06/08/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a pump reboot and a switch of basal programs on the event date. The bolus totals in the pump history aligned with the total daily dose values. During testing, a 10 unit audio bolus and normal bolus were performed successfully and were accurately recorded in the bolus history. The total daily dose reflected an accurate 20 units delivered. The total daily dose values added up to reflect the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering in the proper range. The pump was exercised for 24 hours; no errors, alarms, or warnings were observed during testing. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) of 425 mg/dl with extreme thirst and a headache. Reportedly, the patient discontinued insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. This blood glucose reading and these symptoms combined do not meet animas' criteria for a serious injury and are therefore not reportable as an adverse event. The reporter noted that the patient was diagnosed with grave's disease, which may have caused or contributed to the non-serious blood glucose excursion. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals did not add up to match the bolus history, and they differed by more than 5%. The basal delivery totals, however, did add up to match the basal program, and the basal histories matched the active basal settings. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.